Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a return of symptoms. The patient had had a return of urgency, which was interrupting sleep as well. It was noted that the symptoms started 2 days prior on (B)(6) 2016. They were unsuccessful in connecting with the antenna, but it was noted that tape was still present over the implant. They were successful without the antenna. The patient programmer (pp) showed that stimulation was on, on program 1 at 0.3v, pulse width at 1 <(>&<)> 2 at 210 <(>&<)> 210, and programmed rate at 15. An appointment was scheduled for (B)(6) 2016. It was noted that the patient had success during the trial, going every 3-4 hours between pads, which was 50% or greater symptom reduction. Further follow-up is being conducted to determine what troubleshooting, actions or interventions were taken related to the return of urgency, and if the cause was determined. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from a consumer reported that the trial was fantastic and the patient was getting 60-85% relief of symptoms. But the permanent implant had not worked for the patient. The patient had the device ¿calibrated¿ last week and had x-rays performed just to make sure the device was intact. The healthcare professional (hcp) had not looked at the x-rays. It was noted that the patient was implanted with a spinal cord stimulator (scs) device for the patient¿s bladder. It was reviewed that it would be best for the patient to address any questions and concerns with the hcp.